Event description:
A user facility reported to olympus that the image was flickering. The problem, as reported to olympus, occurred during a fibroendoscopy procedure. The intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
The device was returned to olympus and evaluated. The evaluation confirmed the reported problem and found that the light blinked with no errors. Upon disassembly of the device, it was found that the harness was a previous version and was burned. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, from czech republic to spain. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that that the event was caused by a malfunction of the faston terminal. Due to the influence of vibration on the faston terminal, the contact area between the faston terminal and the led board connector became smaller, and repeated lighting of the led produced an oxide film between the faston terminal and the connector of the led unit. As a result, the indicated event was likely reached because the contact resistance of the site increased. Regarding the phenomenon error code e105, it was displayed when the lamp was turned on with cv-170. The processing method of the faston terminal was improved on may 27, 2014, and the design of the faston terminal was further performed on october 28, 2014. Confirmed that the changes had been made, and after the subject device manufacture date. Olympus will continue to monitor field performance for this device.